Event description:
Medical records state the pt's left implant deflated in about 6/1984 and her right implant became encapsulated; therefore, the pt had removal and replacement of their defective implants.